Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test, due to moisture damage on force sensor. Insulin pump passed displacement test and rewind test. Insulin pump had minor scratches on lcd window, cracked case on lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.

Event description:
Customer reported the insulin pump alarmed during prime. Customer's blood glucose was 121 mg/dl. Customer states the she was attempting fill the reservoir in the device and it just stopped and alarms. Customer stated he dropped the device on the hard floor. Customer stated the drives support appeared recessed. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.